Event description:
The event is reported as: complaint alleges: a half closed clip fed into the applier when the trigger was squeezed and therefore the clip was not loaded properly. No reported patient injury or consequence.

Manufacturer narrative:
Device sample has not been received by manufacturer in time for this report.